Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative (rep). It was reported that the motor stall occurred (B)(6) 2018. The pump was explanted and replaced, was in the possession of the rep, and would be returned to the manufacturer. Environmental/external/patient factors that may have led or contributed to the stall were unknown. The issue was resolved and the patient status was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. The event/difficulty occurred on (B)(6) 2018 during normal use. It was reported a motor stall alarm code was seen on the personal therapy manager (ptm). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was also unknown if any interventions/actions were taken to resolve the issue and the issue was not resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to obtain, not available. It was unknown if surgical intervention occurred or was planned but would follow-up for more information. The patient¿s weight and medical history were asked and unknown and would not be made available (legal/confidential reason). The patient¿s status at the time of this report was ¿alive- no injury.¿ no further complications were reported/anticipated or expected